Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the recommended filter replacement period is one month and the water filter was found to not have been replaced for approximately two years and a half, august 2020 thru december 2022. The root cause of not properly replacing the water filter was determined to be user related. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated on-site by an olympus field service engineer, and the root cause of the reported issue was presumably due to long term use of a water filter. Since the water filter had been replaced and the matter was considered resolved, the device is not expected to be returned. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Documented below is a list of all concomitant medical products, due to maximum field restriction in the respective field: medical product: oer-4/cf-240i/cf-q260ai/gif-q240x/gif-q260/gif-q260/gif-xp260n/gif-xp260n.

Event description:
The customer reported to olympus that while the evis lucera gastrointestinal videoscope was connected to the endoscope reprocessor, an e73 error occurred when cleaning with acecide-c disinfectant. It was later confirmed that the water filter on the reprocessor had not been replaced within the recommended timeframe to ensure adequate reprocessing. The water filter was replaced at that time and there was no patient harm associated with the event.